Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Reported events of stent detached and stent migration post procedure. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (manufacturer report # 3005099803-2014-03921 and manufacturer report # 3005099803-2014-03922). It was reported to boston scientific corporation that a drainage stent and ureteral dilation set were implanted during a procedure performed on (B)(6) 2009. According to the complainant, post procedure, the patient suffered from pain, recurrent urinary tract infections, cysts and other medical conditions for about two years. During this time, the patient was consistently seen and treated by the physician. However, the cause of patient¿s conditions remained undiscovered. On (B)(6) 2011, a CT scan of the patient¿s abdomen and pelvis showed a broken stent which coiled in the in the collecting system of the right kidney and in the upper right ureter. On (B)(6) 2011, cystoscopy, right retrograde pyelogram, right ureteral stent insertion, and right extracorporeal shockwave lithotripsy was performed and confirmed that the fragmented stent in the kidney was from the previously implanted stent. Additionally, on (B)(6) 2012, a pathology report showed a monofilament suture was retained in patient¿s body. According to the complainant, as a result of this event, the patient suffered irreversible damage to organs, including but not limited to kidney which causes great amount of pain. Additionally, the patient has required years of medical treatment.

Event description:
Note: this report is one of two complaints that pertain to the same event (manufacturer report # 3005099803-2014-03921 and manufacturer report # 3005099803-2014-03922). It was reported to boston scientific corporation that a drainage stent and ureteral dilation set were implanted during a procedure performed on (B)(6) 2009. According to the complainant, post procedure, the patient suffered from pain, recurrent urinary tract infections, cysts and other medical conditions for about two years. During this time, the patient was consistently seen and treated by the physician. However, the cause of patient¿s conditions remained undiscovered. On (B)(6) 2011, a CT scan of the patient¿s abdomen and pelvis showed a broken stent which coiled in the in the collecting system of the right kidney and in the upper right ureter. On (B)(6) 2011, cystoscopy, right retrograde pyelogram, right ureteral stent insertion, and right extracorporeal shockwave lithotripsy was performed and confirmed that the fragmented stent in the kidney was from the previously implanted stent. Additionally, on (B)(6) 2012, a pathology report showed a monofilament suture was retained in patient¿s body. According to the complainant, as a result of this event, the patient suffered irreversible damage to organs, including but not limited to kidney which causes great amount of pain. Additionally, the patient has required years of medical treatment.

Event description:
Note: this report is one of two complaints that pertain to the same event (manufacturer report # 3005099803-2014-03921 and manufacturer report # 3005099803-2014-03922). It was reported to boston scientific corporation that a drainage stent and ureteral dilation set were implanted during a procedure performed on (B)(6) 2009. According to the complainant, post procedure, the patient suffered from pain, recurrent urinary tract infections, cysts and other medical conditions for about two years. During this time, the patient was consistently seen and treated by the physician. However, the cause of patient's conditions remained undiscovered. On (B)(6) 2011, a CT scan of the patient's abdomen and pelvis showed a broken stent which coiled in the in the collecting system of the right kidney and in the upper right ureter. On (B)(6) 2011, cystoscopy, right retrograde pyelogram, right ureteral stent insertion, and right extracorporeal shockwave lithotripsy was performed and confirmed that the fragmented stent in the kidney was from the previously implanted stent. Additionally, on (B)(6) 2012, a pathology report showed a monofilament suture was retained in patient's body. According to the complainant, as a result of this event, the patient suffered irreversible damage to organs, including but not limited to kidney which causes great amount of pain. Additionally, the patient has required years of medical treatment.